Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that, while removing a 12.6mm vticm5_12.6 implantable collamer lens, -11.5/+2.0/104 (sphere/cylinder/axis) from the vial, the lens tore/broke. This occurred on (B)(6) 2018. An alternate lens was successfully implanted and the problem was resolved. The cause of the event is listed as unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the product and lens surface. Visual inspection found the lens was returned in pieces and was unable to be evaluated. (B)(4).